Manufacturer narrative:
Evaluation of the transducer will be included in a follow up report upon its return and investigation completion.

Event description:
A customer reported an s8-3t model transducer was producing poor image quality. There was no injury associated with this event.

Manufacturer narrative:
The transducer was evaluated by the vendor who determined internal damage caused by the steering cable allowed oil separation in the window which produced the poor image quality issue. Root cause of this unique failure could not be specifically determined.